Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a general complaint of several broken instruments. He stated the broken instruments are from multiple facilities and occurred with different surgeons, however the specific case details are unknown. He reported the three (3) plug drivers were broken while the surgeon was trying to finish the surgery, and making the final torque. There were no adverse events reported.